Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject balloon catheter was experiencing difficulty inflating and was noted to be leaking. Upon removal of the subject device, physician identified that the balloon had ruptured. The physician replaced the device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the subject balloon catheter was experiencing difficulty inflating and was noted to be leaking. Upon removal of the subject device, physician identified that balloon had ruptured. The physician replaced the device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the reported lot number was confirmed from the returned packaging. There were no visual anomalies noted to the device. During functional inspection, an attempt was made to inflate the subject balloon catheter, a leak was noted from the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, the operator didn't test if the balloon was leaked and the device was not confirmed to be in good condition during preparation/prior to use on the patient. The device was returned and confirmed to be leaking through a hole in the balloon. It cannot be determined if the balloon was damaged during preparation or during advancement through the patient as it was not tested prior to use. As a result, a probable cause of procedural factors has been assigned to the reported and analyzed events, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.